Manufacturer narrative:
Intraserous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and fallopian tube perforation ("perforation (fallopian tube(s)) / essure device was both embedded and protruding out of the left fallopian tube") in a 35-year-old female patient who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2015, heartburn since 2016, acid reflux (oesophageal) since 2016, depression since 2015 and endometriosis externa. Concomitant products included ibuprofen for dysmenorrhea as well as bifidobacterium animalis ssp. Lactis, lactobacillus acidophilus, vitamin b complex (trubiotics with b-vitamins) from 2016 to 2017, colecalciferol (d3 vigantol forte) since 2015, escitalopram oxalate (lexapro) since 2015, obetrol (adderall) since 2017, omeprazole since 2015, oxybate sodium (xyrem) since 2017 and pantoprazole since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("other injury(ies) or complication (s) please describe: swollen belly"). On (B)(6) 2017, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("hip pain"), pain ("pain in other places"), back pain ("lower back pain") and dyspareunia ("pain during sex"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, amnesia, dysmenorrhoea, arthralgia and pain outcome was unknown, the fatigue had not resolved, the abdominal distension and dyspareunia had resolved and the back pain was resolving. The reporter considered abdominal distension, amnesia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, arthralgia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), neurological conditions or problems type: memory loss, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, other injury(ies) or complication (s)please describe: swollen belly, essure device was both embedded, pain during sex, lower back pain, hip pain, pain in other places. Concomitant drug and disease, plaintiff name, lab data were added. Event perforation were update to fallopian tube perforation. Onset date of event fallopian tube perforation were update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), fallopian tube perforation ("perforation (fallopian tube(s) / essure device was both embedded and protruding out of the left fallopian tube") and narcolepsy ("neurological conditions or problems type:narcolepsy") in a 35-year-old female patient who had essure (batch no: a78085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2015, heartburn since 2016, acid reflux (oesophageal) since 2016, depression since 2015 and endometriosis externa. Concomitant products included ibuprofen for dysmenorrhea as well as amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2017, bifidobacterium animalis ssp. Lactis, lactobacillus acidophilus, vitamin b complex (trubiotics with b-vitamins) from 2016 to 2017, colecalciferol (d3 vigantol forte) since 2015, escitalopram oxalate (lexapro) since 2015, omeprazole since 2015, oxybate sodium (xyrem) since 2017 and pantoprazole since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("other injury(ies) or complication (s)please describe: swollen belly/swollen abdomen"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("hip pain"), pain ("pain in other places"), back pain ("lower back pain") and dyspareunia ("pain during sex"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, narcolepsy, pelvic pain, vaginal haemorrhage, menorrhagia, amnesia, dysmenorrhoea, arthralgia and pain outcome was unknown, the fatigue had not resolved, the abdominal distension and dyspareunia had resolved and the back pain was resolving. The reporter considered abdominal distension, amnesia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, narcolepsy, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, arthralgia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received. New event added: neurological conditions or problems type: narcolepsy. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the essure had perforated my uterus'), device dislocation ('migration of implant'), fallopian tube perforation ('perforation (fallopian tube(s)) / essure device was both embedded and protruding out of the left fallopian tube') and narcolepsy ('neurological conditions or problems type:narcolepsy') in a 35-year-old female patient who had essure (batch no. A78085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heartburn since 2016, acid reflux (oesophageal) since 2016, anxiety since 2015, depression since 2015 and endometriosis externa. Concomitant products included ibuprofen for dysmenorrhea as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2017, bifidobacterium animalis ssp. Lactis, lactobacillus acidophilus, vitamin b complex (trubiotics with b-vitamins) from 2016 to 2017, colecalciferol (d3 vigantol forte) since 2015, escitalopram oxalate (lexapro) since 2015, omeprazole since 2015, oxybate sodium (xyrem) since 2017 and pantoprazole since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("other injury(ies) or complication (s)please describe: swollen belly/swollen abdomen"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("hip pain/ hip have been hurting"), pain ("pain in other places"), back pain ("lower back pain"), dyspareunia ("pain during sex"), stress ("help get rid of my stress"), dry skin ("I have dry, cracked hands"), alopecia ("I have been losing hair a lot lately"), irritable bowel syndrome ("I suffer from ibs"), depression ("I was depressed"), asthenia ("I had no energy"), anxiety ("anxiety"), cataplexy ("cataplexy"), endometriosis ("I had endometriosis") and nausea ("still feeling a little nauseous"). The patient was treated with surgery (hysterectomy and to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, narcolepsy, pelvic pain, vaginal haemorrhage, menorrhagia, amnesia, dysmenorrhoea, arthralgia, pain, stress, alopecia, irritable bowel syndrome, cataplexy, endometriosis and nausea outcome was unknown, the fatigue had not resolved, the abdominal distension, dyspareunia and asthenia had resolved and the back pain, depression and anxiety was resolving. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, cataplexy, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, narcolepsy, nausea, pain, pelvic pain, stress, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Bilateral essure devices are noted overlying the pelvis. X-ray of pelvis and hip - on (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, arthralgia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: stress, dry skin, hair loss, irritable bowel syndrome, depression, loss of energy, cataplexy, anxiety, uterine perforation, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New events: stress, dry skin, hair loss, irritable bowel syndrome, depression, loss of energy, cataplexy, anxiety, uterine perforation, endometriosis were added. New reporter, plaintiffs information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and fallopian tube perforation ("perforation (fallopian tube(s)) / essure device was both embedded and protruding out of the left fallopian tube") in a 35-year-old female patient who had essure (batch no. A78085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2015, heartburn since 2016, acid reflux (oesophageal) since 2016, depression since 2015 and endometriosis externa. Concomitant products included ibuprofen for dysmenorrhea as well as bifidobacterium animalis ssp. Lactis, lactobacillus acidophilus, vitamin b complex (trubiotics with b-vitamins) from 2016 to 2017, colecalciferol (d3 vigantol forte) since 2015, escitalopram oxalate (lexapro) since 2015, obetrol (adderall) since 2017, omeprazole since 2015, oxybate sodium (xyrem) since 2017 and pantoprazole since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("other injury(ies) or complication (s)please describe: swollen belly"). On (B)(6) 2017, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("hip pain"), pain ("pain in other places"), back pain ("lower back pain") and dyspareunia ("pain during sex"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, amnesia, dysmenorrhoea, arthralgia and pain outcome was unknown, the fatigue had not resolved, the abdominal distension and dyspareunia had resolved and the back pain was resolving. The reporter considered abdominal distension, amnesia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, arthralgia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.